Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge displayed 0% battery charge when the pump was plugged into a power source to be charge. Reportedly, no alerts or alarms occurred at the time of the event. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support was performed and did not show a battery gauge display of 0%. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided.